Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the handle of the vitrectomy probe was separated and "wrapped" during a vitrectomy procedure. The procedure was completed. Additional information was requested; however, none has been received to date.

Event description:
Additional information was provided which indicated the product malfunction did not occur during a procedure. It was confirmed that the product malfunction occurred before the procedure.

Manufacturer narrative:
Additional information provided in b.5. And h.10. Additional information was received that indicated the reported malfunction did not occur during a procedure as it occurred before the procedure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).